Event description:
It was reported that pt presented to ER room for syncope. Pt had been in a car accident within that week and had chest trauma. The egm's stored for noise were all brief, less than one second long. Unable to associate with syncope. It was decided to replace the lead anyway.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.